Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter . (B)(4).

Event description:
Information was received from an healthcare provider (hcp) regarding a patient who was receiving morphine (25 mg/ml) at 4.498 mg/day via an implantable pump in simple continuous infusion mode; patient-assisted (pa) doses were enabled. Indications for use included non-malignant pain. On (B)(6) 2015, during a refill, the pump was inverted/flipped in the pocket and the port was not accessible for refill. On that day, the pump was manually flipped back and successfully refilled. The event resolved without sequela; no patient symptoms were reported.

Manufacturer narrative:
(B)(4).